Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and other issues. It was reported that the patient underwent the following procedures: on (B)(6) 2010, additional mesh was implanted and lysis of adhesions performed due to pain, adhesions, recurrence, vaginal vault prolapse and cystocele. On (B)(6) 2011, surgery was performed for mesh erosion, sling revision and excision of perineal cyst due to pain, mesh erosion, recurrence, cyst and urethrocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/06/2016. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted on (B)(6) 2009. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, erosion of her internal bodily tissue, other injuries and other issues. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent the following procedures: on (B)(6) 2010, the pelvitex polypropylene mesh was implanted and lysis of adhesions performed due to pain, adhesions, recurrence, vaginal vault prolapse and cystocele. On (B)(6) 2011, surgery was performed for mesh erosion, sling revision and excision of perineal cyst due to pain, mesh erosion, recurrence, cyst and urethrocele. No additional information was provided

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and mesh was used and on (B)(6) 2010 the pelvitex polypropylene mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.